Event description:
On march 20, 2006 the lay user/reporter contacted lifescan (lfs) france alleging the one touch ultra meter was giving inaccurately erratic, and inaccurately high readings. In 2006 at 5:00 am the patient was found unconscious and convulsing. His blood glucose level was not tested at that time. The patient's mother injected him with glucagon and given a small amount of sugar by mouth. Five minutes after injection the patient's blood glucose level was tested to be 59 mg/dl on the reported meter. Emergency services were contacted, and paramedics arrived at 5:30 am to find the patient conscious but unresponsive. The patient was treated intravenously with glucose and a pain medication. At 6:00 am the paramedics obtained a blood glucose result, using the patient's meter, of 129 mg/dl. The patient was transported to the hospital, and was admitted for two days with a diagnosis of hypoglycemia. The patient's blood glucose levels as tested by the paramedics and in the emergency room were not known. While hospitalized, the patient was treated only with his own insulin injections. Prior to the event the patient obtained blood glucose results of 332 mg/dl at 12:27 am and 316 mg/dl at 2:14 am, 3 days earlier. Theser results are present in the meter's memory, although the patient stated he does not remember testing his blood glucose level at those times. The patient did not take insulin following these results and was asymptomatic. The previous day, the patient had not tested his blood glucose yet and had taken humalog 25 insulin 20 units in the morning and mixatard 10 insulin 8 units in the evening, following a dinner of pasta. The patient stated he had not tested his blood glucose since 3 days earlier. The patient does not have a backup meter. His expected blood glucose results are 130 to 140 mg/dl before meals. Recent blood glucose readings of 157 mg/dl and 262 mg/dl obtained within 6 hours of each other; and readings of 384 mg/dl, 350 mg/dl and 412 mg/dl obtained within 2 hours of each other. These comparisons are not valid as the time frames exceed lifescan's precision specifications. The patient also reported blood glucose readings of 144 mg/dl, 214 mg/dl and 106 mg/dl obtained within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl; however the patient used the same sample source for all three tests, which can cause inaccurate results.